Event description:
A physician opened the package of a 2.75 x 13mm cypher select + and noticed that the distal end of the stent had an "abnormal shape". He noted that "one ring at the end of the stent did not fix on the balloon". He used a different cypher to complete the procedure.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). It is anticipated that the product will be returned for analysis, but the device has not yet been returned. Add'l info will be submitted within 30 days of receipt.